Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via an 8f sheath hole prior to an emergency interventional endovascular aneurysm repair (evar) procedure. Reportedly with two prostyle devices, the suture was not present when the plunger was removed. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a large-bore sheath, and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information received, the investigation determined that the reported needle to cuff miss and subsequent treatment appears to be related to operational context. In this case it is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported cuff miss. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.